Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high-energy instruments (radiofrequency, etc.) May have been used without sufficient distance from the tip. The event (no3) is detectable and preventable by handling device in accordance with the following IFU. Operation manual gif-q260j chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope operation manual gif-q260j chapter 4 operation:4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited plastic distal end cover. There was no patient involvement.